Event description:
Complainant alleged that during biomedical department's routine testing and preventative maintenance of the device while testing pacer output, pace pulse width was found to be out of specification. The complainant indicated that there was no pt involvement in the reported failure.

Manufacturer narrative:
Na